Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708140 , serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016-, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6)2016, product type: lead.

Event description:
The consumer via the manufacturer representative (rep) reported that the therapy was not helping. The stimulation was in the right area but they did not like the feeling. There was a report that they had four programs and two of them were high density programs where the patient should not feel the stimulation. After reading their group logs, it was noticed that they were on regular stimulation 100% of the time. It was reported that the patient saw a clinical specialist for multiple reprogramming sessions. The patient was getting their spinal cord stimulator system explanted. There was a report that the issue was resolved at the time of the reported. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.